Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure a pericardial effusion occurred. While ablation was being performed the patient became hypotensive. An ultrasound revealed the pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient.

Event description:
During an ablation procedure a pericardial effusion occurred. While ablation was being performed at the right ventricular outflow tract (rvot), the patient became hypotensive and the ablation catheter was observed going outside of the geometry. An ultrasound revealed the pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. Optical fibers 1-3 met specifications for optical properties. In addition, the device met specifications during an irrigation flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.